Manufacturer narrative:
Concomitant product: 694758 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. A lead integrity alert (lia) triggered due to a high sensing integrity counter (sic) and high pacing impedance on the rv lead. Also, the right atrial (ra) lead exhibited high impedance and oversensing. Both leads were fractured. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.